Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, product type:catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd:21-dec-2018, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that her pump was replaced. Per the patient, there was nothing wrong with the pump, but her back was hurting where the pump was implanted. Per the patient, the hcp (healthcare provider) also tried to do a catheter evaluation but was unable to aspirate the catheter, so the hcp replaced the pump and relocated the new pump to her abdomen. The patient wasn¿t sure if the pain in her back was caused by the pump because since the replacement/relocation her back was still hurting in that area.